Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
Additional information poc: (B)(6). It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. Both vacuum and pressure solenoids failing. The fse resolved the issue by replacing the drive manifold (0104-00-0031) and successfully completed an all manifold test. The fse performed all functional and safety checks to meet factory specifications. The unit was calibrated and passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department was able to replicate the failure. Retaining the drive manifold in the failure analysis and testing department per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.